Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had intermittent pain in the groin area when they stood or walked. They also reported they experienced jolting 3 times during the implant procedure. While on the call, it was confirmed that the therapy was on and decreasing the amplitude eliminated the uncomfortable stimulation and the reported issue was resolved. It was noted that it was sudden. There were no further complications reported/anticipated.